Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information the water entered to the air gas module. Provided device's logs revealed occurrence of flow transducer test failure, pressure transducer test failure, internal leakage test failure and patient circuit test failure. The air gas module regulates the inspiratory gas flow and gas mixture. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. Moreover, the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.